Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2010, the patient was implanted with a scs system. On (B)(6) 2010, patient stated no longer feeling stimulation and that the charger no longer locates the ipg to charge. The patient programmer is also unable to communicate. There is no visible damage to the system. Multiple replacement chargers and pt programmers were tried without success. X-ray showed that the ipg had not flipped. The pt met with her neurosurgeon and implanting physician on (B)(6) 2010 and an intra-op interrogation and a possible ipg replacement are awaiting a (B)(4) approval.